Event description:
As of 4/4/2016 there are now 14 mcgrath laryngoscopes identified with issues - 11 with black spot video displays; 2 with moisture spots on screen and 1 with screen swivels. Manufacturer response for video laryngoscopes: the rep states that it's being investigated and they are exchanging the units for now.